Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended however this patient is in hospice care and the tachy therapy was turned off due to that. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.